Event description:
During a laparoscopic burch the stapler fired three staples then jammed and would no longer work. The device was not articulated when fired. The device was being fired into coopers ligament with no abdominal condition. A second device was opened and worked well. There was no consequence to the pt.